Manufacturer narrative:
Additional narrative: through follow-up communication livanova deutschland learned that the engineer of the hospital replaced also the motor control board and the problem persisted. An hkr processor board is on order. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). Livanova (B)(4) provided technical assistance to the engineer of the hospital over the phone. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a roller pump on a s5 system was giving an error code during setup. The engineer of the hospital already replaced the control board and the "power amp" but the problem did not disappear and seemed to be intermittent. There was no patient involvement